Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, the lounge was unstable and going above and under the iol and was not folding the iol. There was no patient harm. The device was not removed from the case and another cartridge and injector was used and the surgery was completed. Additional information has been requested.

Manufacturer narrative:
Two opened handpiece injectors were returned for evaluation for the report of goes above/under iol. A visual inspection of the handpiece injectors was performed and both samples were found to be non-conforming. The plungers are bent slightly upward at the plunger head. A functional thread to barrel engagement check was performed on both samples and was found to be conforming for both handpieces. Finally, a dimensional plunger position height check was performed on both samples and was found non-conforming for both handpieces due to the bent condition of the plungers. A photo of 2 handpieces is attached to the parent file and has been reviewed by the investigation site. No specific non-conformances can be seen in the photo. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The injectors were manufactured in august 2018. The evaluation does confirm the injector plungers of both handpieces have a bent plunger head resulting in a upward plunger position, which could result in the plunger going above the iol. The root cause for the nonconforming plunger heights is unknown. How and when how the plunger position of both handpieces became damaged cannot be determined from this evaluation. The most likely cause of a bent plunger head of the injector is from improper handling of the product. This injectors have been in service for approximately 4 years. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).